Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
The patient underwent a spinal surgical procedure with the use of rhbmp-2. It was reported that the patient allegedly sustained unspecified injuries resulting from the procedure. No additional information has been provided.